Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation is compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode not was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known. Alleged failure: did not pass insulation test there is no probable root cause to the unit in relation to the complaint as it has passed the functional, and insulscan tests. The probable root cause of the dent found on the insulation, the sticky push button, and the dry splotches could be normal wear and/or sterilization methods. (B)(4).

Event description:
It was reported the insulation is compromised.